Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change when the infusion set did not insert fully because the needle guard was not removed, and high glucose alerts were lowered such that the user slept through alarms. Symptoms included elevated blood glucose with a peak around 650 mg/dl without loss of consciousness or other acute complications. Outcomes included temporary disruption of therapy, user-initiated transition to multiple daily injections for correction, and self-management without medical intervention. Investigation included user interview, troubleshooting, and education regarding infusion set insertion and alarm settings. Investigation of this case revealed user error related to infusion set insertion and reduced alarm audibility. It was concluded that the event was attributable to use error with the infusion set and alarm settings, with product functioning as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.